Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with reservoirs. The customer stated her blood glucose had ranged from 30 mg/dl - 600 mg/dl. Customer treated with food and glucose shots if needed. Treats high blood glucose with injections. Customer's menopause cases highs, trying to treat with hormone injections.